Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, following an intervention by a laparoscopic prosthetic reinforcement and an eventration on umbilical scar extraction, which contained adhesions that were meticulously released, the patient was having sharp pains in the stomach with persistent diarrhea during the day. These pains were more acute and constant, preventing the patient from working on certain days and waking up at night. The patient¿s condition was deteriorating day by day, and no solution was offered. The patient had two inguinal hernia surgeries in 2019.